Event description:
Films were received and their evaluation was completed. Pre-implant non-contrast films were reviewed. The aaa max diameter was 6cm. The reported severely calcified and small iliacs were confirmed. The left common iliac diameter in one location measured approximately 4mm; however, due to non-contrast more accurate measurements of the lumen diameter could not be made. The likely cause of the reported kinked and twisted delivery system was due to the patient's off label anatomy.

Manufacturer narrative:
Method: films.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (kink, positioning difficulties), patient¿s condition affected effectiveness of device (anatomy related: severely calcified and narrow in diameter assess vessels). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: severely calcified and narrow in diameter assess vessels).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.3 cm in diameter saccular abdominal aortic aneurysm. Vessel morphology was reported as the access vessel were severely calcified and narrow in diameter, 4mm in the smallest measurement. Due to the patients high creatinine level at 2.8 only one run through was performed that stop before the end of the iliac arteries prior to use of the stent graft. It was reported that a chunk of calcium was removed from the vessel near the access site. It was reported that the stent graft could not be advanced to the intended landing zone. When the device was removed it was reported as kinked and twisted. The device was not used in the patient. The physician elected to use an endoconduit and another endurant device, size 36x16x145 was successfully implanted. No clinical sequelae were reported and the patient is fine.